Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with a heart rate in the 20s. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was doing well and would continue to be monitored.